Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mechanics of air reamer/drill device were damaged. It was determined that the device was locked due to a locked rotor. It was further determined that the device failed pretest for check the starting behaviour at 2 bar, check for excessive noise, check for immediate stop, and check for free movement. It was noted in the service order that when the trigger was depressed, the motor did not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.